Manufacturer narrative:
Pump received with detached/missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Pump passed the rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform displacement test, displacement accuracy test, occlusion test and unable to confirm unexpected no delivery/insulin flow blocked alarm and possible over delivery anomaly due to detached/missing reservoir retainer ring. Pump received error 63 alarm during self test and confirmed in the pump history file due to broken trace on the keypad assembly.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called and reported that their insulin pump was damaged and that extra insulin shot into the customer. The customer's blood glucose was unknown at the time of the incident. The caller reported they gave them juice and was fine. The caller reported the plastic ring at the top of the reservoir broke off. The caller reported the reservoir is able to lock in place but falls out occasionally. The caller reported on one occasion the reservoir slipped out and the customer was able to disconnect. On another occasion the reservoir slipped out and the customer was not able to disconnect and insulin went in. The caller also reported an insulin flow blocked alarm but declined to troubleshoot for it. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.